Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for an episode of atrial fibrillation (af). Upon evaluation, the single chamber implantable cardioverter defibrillator (ICD) was interrogated and found the right ventricular (rv) shock lead impedance to be low out of range, measuring less than 20 ohms. As a result of the reported observations, the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.